Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement 2 weeks post implant. The lead was explanted and replaced. No additional adverse patient effects were reported.